Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection record for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4)

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guidewire became detached inside the patient. The target lesion was 100% stenosed, severely calcified and located in the superficial femoral and popliteal arteries. Following treatment of the lesion with the oad, the viperwire guide wire was advanced in the distal anterior tibial artery. The wire became prolapsed multiple times and the tip of the wire became detached. The wire fragment was removed from the patient using a snare and the patient was stable following the procedure.